Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a fall the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the leads migrated. It was confirmed via x-ray. Surgical intervention took place wherein the leads were explanted and replaced and effective therapy was established.